Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The patient notifier was tested and functioned as programmed. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received revealed that the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the patient was unable to feel the vibratory alert during several tests. The alert was confirmed to be functional. The patient is currently enrolled in merlin.net for monitoring and the patient is in stable condition.